Manufacturer narrative:
B5 additional information.

Event description:
Additional information was received stating that there was no adverse event or blood loss. There was a delay in patient care, the premedication was re-made and the set was re-done; the premedication leaked. There was no unprotected exposure to a dangerous product. The leak did come in contact with the patient and healthcare staff - there was no cytotoxic product, no special kit was used to clean the leak, there were no visible signs of malfunction, damage, stress or wear with the device prior to the incident. The device was stored on a cardboard on pallets.

Event description:
The connector of a 32 cm (13") ext set w/4-way stopcock, check valve, rotating luer reportedly leaked at the day hospital during patient administration of premedication for chemotherapy and immunotherapy at the check valve. Actions taken: a second preparation of premedication was required to administer the prescribed dose, and the connector was replaced.

Manufacturer narrative:
The customer stated that the device is not available for investigation. A review of the device history record is pending.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.